Event description:
O2 hive end adapter - did not fit onto humidifying unit causing several minute delay (up to 5 min) per o2 delivery, causing increased respiratory distress & contributed to x 1 night stay in nicu. Infant recovered w/o incident.